Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg stat on a cobas 6000 e601 module. The sample initially resulted in an hcg value of < 1.00 miu/ml with a data flag. The result was questioned based on the patient's history and the patient is pregnant. The sample was repeated, resulting in a value of > 10000 miu/ml with a data flag. The sample was repeated twice, resulting in values of > 10000 miuml with a data flag and 73186 miu/ml. The 73186 miu/ml value was deemed correct.

Manufacturer narrative:
The hcg reagent lot number was 869013. The reagent expiration date was requested, but not provided. The investigation is ongoing.